Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.

Event description:
New information received on august 31st, 2018 states that the recommended programming changes were made. The patient was stable throughout the event.